Event description:
A patient passed away during the closing of an illuminoss procedure, after the curing process was completed. They were not able to revive the patient. The anatomy treated was the pelvis, both sides being treated. The patient was "thought to have had an embolic event" per the user. The patient had copd.

Manufacturer narrative:
At the time of this MDR submission, the investigation is still underway. A follow-up MDR will be submitted with the conclusions of the investigation. DHR review: the dhrs for the two lots of implants used were reviewed and found to be in specification at the time of manufacture and release. IFU 900356_x states that risks include thromboembolic event or fat embolism (blood clot, fat, or other material that could result in organ damage or failure). A call was held with the treating physician to discuss the event. The 73-year-old patient had a fragility fracture in pelvis with a history of smoking with comorbidities which included copd, emphysema, osteoporosis, and respiratory diseases. The physician treated the sacrum and both ilia, used 4 balloons bilaterally. At the completion of the procedure during closing, the patient became hypoxia and hypotensive. They covered the wounds and ran a code for a presumed diagnosis of a fat embolism. There were difficulties due to the patient's respiratory comorbidities and they were not able to stabilize the patient. After 40 minutes of the code, the cardiac physician determined that given the length of time of hypoxia the patient's prognosis was not good, and the patient was pronounced dead. The user attributed the cause of the decline and death to fat embolism which was seen in the echocardiogram. The physician in this case, was a very experienced illuminoss user so it is unlikely that any user error contributed to the event.

Manufacturer narrative:
At the time of the initial MDR submission, the investigation was still underway. This update is being provided with the conclusion from the investigation. Investigation: a call was held with the treating physician to discuss the event. The 73 year old patient had a fragility fracture in pelvis with a history of smoking with comorbidities which included copd, emphysema, osteoporosis, and respiratory diseases. The physician treated the sacrum and both ilia, used 4 balloons bilaterally. At the completion of the procedure during closing, the patient became hypoxia and hypotensive. They covered the wounds and ran a code for a presumed diagnosis of a fat embolism. There were difficulties due to the patient's respiratory comorbidities and they were not able to stabilize the patient. After 40 minutes of the code, the cardiac physician determined that given the length of time of hypoxia the patient's prognosis was not good, and the patient was pronounced dead. The user attributed the cause of the decline and death to fat embolism which was seen in the echocardiogram. The physician in this case, was a very experienced illuminoss user so it is unlikely that any user error contributed to the event. A medical oversight review meeting was held with a medical reviewer, regulatory, quality, and engineering. The information from the complaint was reviewed and the medical reviewer stated that given the timing and report from the echocardiogram of the fat embolism, and that from the literature a fat embolism is a known risk of the illuminoss procedure, they agree with the uses conclusions. The medical reviewer also observed that the patient had many respiratory complications which would increase the risk of experiencing a fat embolism. DHR review: the dhrs for the two lots of implants used were reviewed and found to be in specification at the time of manufacture and release. IFU review: IFU 900356_x states that risks include thromboembolic event or fat embolism (blood clot, fat, or other material that could result in organ damage or failure). Potential for user error: the user is an experienced illuminoss user, so it is unlikely that any user error contributed to the event. The user performed reaming as instructed in the surgical technique guide 900598_a for the pelvis. Conclusion: the cause of patient death was a fat embolism. This patient had several comorbidities which increase the risk of fat embolism and the risk of fat embolism is inherent to an orthopedic surgery involving anesthesia.

Event description:
A patient passed away during the closing of an illuminoss procedure, after the curing process was completed. They were not able to revive the patient. The anatomy treated was the pelvis, both sides being treated. The patient was "thought to have had an embolic event" per the user. The patient had copd.